Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported migration resulting in mitral regurgitation cannot be determined. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical procedure, hospitalization and additional therapy/non-surgical treatment were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, medical intervention, recurrent mitral regurgitation, surgical intervention, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, three clips were deployed, reducing mr. However, approximately 3 years later, one clip partially moved and mr increased to grade 3. The patient remained hospitalized and under went a mitral valve replacement. Then nine days post-surgery, the patient had a pacemaker placed. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.